Event description:
Note: the date of event is unk. An rx dilatation balloon was used during a procedure. According to the complainant, " during [the] procedure the balloon broke." According to the complainant, " this event happened a while back and" they do " not remember the malfunction of the device or the event/procedure dates." Therefore, the details regarding the procedure ( clinical indication, how the procedure was completed, any pt complications ) and the pt's current condition, are unk.

Manufacturer narrative:
The suspect device has been returned, but the evaluation is not complete; therefore, the cause of the reported damage is undetermined. A search of the complaint database revealed no additional complaints for this lot. The april 2008 15- month biliary dilators product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.